Event description:
Rosc (return of spontaneous circulation) was achieved before ivtm therapy. On (B)(6) 2023, around 21:00, ivtm therapy using the quattro catheter (lot 179324) for the covid positive patient began. On (B)(6) 2023, around 16:00, an abnormal noise occurred, and the thermogard xp ivtm system paused itself. The air trap alarm was displayed on the console. The customer said the abnormal sound was the sound of the roller pump pushing against the suk tubing that had no saline in it. The catheter was removed because saline in the 500ml saline bag had decreased. A leak from the proximal end of the distal balloon of the catheter was reported. No device malfunction was reported for the console and the console is back in service. Temperature management was continued using blanketroll until 72 hours after achieving rosc was reached, approximately 12 hours. No patient injury reported.

Manufacturer narrative:
The device in the complaint was used on a covid patient and was discarded by the customer. The catheter will not be returned for investigation. Therefore, a physical investigation will not be performed.